Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Visual inspection confirmed the thermistor probe on the arterial outlet port of the oxygenator module had been kinked. Magnifying inspection confirmed that adhesive had been properly applied. X-ray fluoroscopic inspection confirmed there were no breaks on the basal plate and the probe was not cracked. A test sample was used to intentionally simulate the observed damage to the returned device. The sample was subjected to a bending force, and it presented a kinked state similar to that of the actual sample. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported damage was related to a preexisting device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the thermistor probe on the arterial outlet port of the oxygenator was out of alignment. The device was not used and there was no patient involvement.